Event description:
The initial reporter stated they received false positive elecsys toxo igg results for samples from two patients tested on a cobas e 801 module. On (B)(6) 2025, a first sample from the first patient resulted in a toxo igg value of 44.20 iu/ml (reactive). On (B)(6) 2025, a second sample from the first patient resulted in a toxo igg value of 43.40 iu/ml (reactive). On (B)(6) 2026, a third sample collected from the first patient postpartum resulted in a toxo igg value of 32.50 iu/ml (reactive). On (B)(6) 2026, a first sample collected from the second patient (daughter of first patient), resulting in a toxo igg value of 43.60 iu/ml (reactive). Since the third sample from the first patient resulted in a toxo igg value close to the assay cutoff (30 iu/ml), the (B)(6) 2026 samples from both patients were sent to an external laboratory for secondary testing. The first patient's sample from (B)(6) 2026 was tested using an unknown toxo igg clia method, resulting in a toxo igg value of < 7 ui/ml (non-reactive). An immunoblot performed with this sample had an indeterminate toxo igg result. The second patient's sample from (B)(6) 2026 was tested using an unknown toxo igg clia method, resulting in a toxo igg value of < 7 ui/ml (non-reactive). This sample was tested using an unknown toxo igg elfa method, resulting in a value of < 4 ui/ml (non-reactive). An immunoblot performed with this sample had a negative toxo igg result.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The patient sample material was not available for investigation. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation could not identify a product problem. The cause of the event could not be determined.